Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unk - plates: fns (part# unknown; lot# unknown; quantity: 1) and unknown locking screw (part# unknown; lot# unknown; quantity: 1).

Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent a revision surgery because the anti-rotation screw and bolt had been sliding and the bone head was dislocated. The surgeon commented that originally the anti-rotation screw and bolt was too short to fix. Also, the bone contact was bad. Procedure outcome and patient status are unknown. There is no further information available. Concomitant device reported: unk - plates: fns (part# unknown; lot# unknown; quantity: 1). This report is for one (1) antirotation screw for femoral neck sys 75mm length - sterile. This is report 1 of 2 for (B)(4).